Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The camera was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an orange led light on the camera when testing the system with an imaging system. There was no patient involved.

Manufacturer narrative:
The vendor analysis came back on the returned positioning sensor unit (psu) and the sites fault description wa confirmed and isolated to a faulted illuminator pcb. The faulted illuminator pcb has been replaced followed by extended pyramid volume recharacterization. The unit has also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot: (B)(4), UDI: (B)(4). Hardware analysis confirmed the reported behavior. The amber fault light illuminated during testing. Review of the event log indicated intermittent illuminator low current message dating back to november 2019. The psu failed an accuracy test at 0.40mm with a passing threshold of 0.35mm. If information is provided in the future, a supplemental report will be issued.